Manufacturer narrative:
(B)(4).

Event description:
The pt was not able to adjust their stimulation. "Call your doctor" icon displayed. A power on reset (por) occurred and was able to be cleared. The issue was resolved.